Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft was implanted in patient for endovascular treatment of a 6.3 cm in diameter abdominal aortic aneurysm. Three aptus endoanchors were also prophylactically implanted. The endurant stent graft was implanted knowing that the patient had complex anatomy and would require heli-fx aptus endoanchors. There was a proximal type I endoleak however with the anticipation of this occurring heli-fx aptus endoanchors were implanted in the patient. The proximal type I endoleak resolved at the index procedure. Nine days later, the patient presented emergently with hypotension, acute onset of moderate abdominal and flank pain. A CT revealed an undermined endoleak without additional treatment planned due to patient age and poor renal function. However, it was noted during angiography that the patient had a small external right iliac artery dissection, unrelated to the index procedure or device and was not in a location that a medtronic device passed through during the index procedure. The physician elected to treat the dissection with the endurant 10x10x82 iliac limb. No additional treatment as subsequent physician notes indicated that the patient is in a good recovery state. Currently, an ultrasound was performed that revealed a proximal type I endoleak. The aneurysm is 6.7 cm in diameter. The patient is asymptomatic and was not treated. Per the physician, the proximal type I endoleak was related to patient anatomy of continued disease progression of the aortic neck. No further treatment is currently planned due to the patient¿s advanced age and poor renal function. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.